Event description:
It was reported that the programming system was not functioning so the vns patient's device settings could not be increased. Follow-up revealed that the handheld device would not charge despite being connected to the power adaptor for over two hours. The handheld was reset but would freeze at startup. The suspect handheld device has not been returned to date.

Manufacturer narrative:
Suspect device: version 8.0.

Event description:
The computer and the software were received by the manufacturer on 01/26/2015. Analysis of the computer and the software flashcard found no anomalies. The devices performed according to functional specifications.